Event description:
The customer reported that during a laparoscopic surgery, the jaws of the device would not be re-opened while applied to issue. The surgeon used another instrument to pry the device off of the tissue. There was no tissue damage and no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.